Event description:
While the doctor was working on a composit filling, the handpiece made a loud noise and stopped working. When the doctor removed the handpiece from the patient's mouth, it was hot, and caused a burn to the patient's lip.

Manufacturer narrative:
The patient followed up with family physician for treatment of burn. Bearings were worn & gritty in drive assembly, shaft, axle & spur wheel, the bearings were falling apart, the water/chip air/filter line was clogged, the chuck slips, and debris level of the handpiece was high. The 25lha handpiece was replaced with a new 25lpa handpiece.